Event description:
It was reported that during a gastric bypass procedure, the insufflation was lost. The surgeon could hear and feel leaks from all the ports when they were holding instruments. The loss was greater when the instruments were torqued. Unk how case was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Date sent: 05/26/2010. Leak test failure. Evaluation summary: the analysis results of the b12lt device found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load resulting from manipulation of inserted devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.